Manufacturer narrative:
This event was determined to be supplemental information to manufacturer report number 2916596-2024-00686. Investigation findings will be reported under manufacturer report number 2916596-2024-00686.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had multiple right ventricular assist device (rvad) placements, clotting, and kidney dysfunction. The kidney dysfunction was not device related. It was treated with continuous venovenous hemodiafiltration (cvvhd). The right heart failure developed after pump implantation. It was not device related. There were 2 rvad placements performed, one to wean off, and another due to right ventricular failure exacerbation. The patient eventually passed away due to multisystem organ failure. The pump operated as expected and the outcome was not device or therapy related. Related manufacturer reference number: 3003306248-2024-00042 (centrimag blood pump).